Event description:
I underwent transcranial magnetic stimulation to treat my depression. I had repeated reactions of anxiety, scattered thinking, and overstimulation. They tried adjusting the protocol (from left side to right side) and intensity, but ultimately I discontinued treatment after 5 weeks. There were some benefits but also signs of overstimulation. Over the 2 weeks following my last treatment, I experienced worsening, crippling anxiety. I felt like a car engine that was revved to 7,000 rpms all day long. None of the usual anxiety interventions have helped. I am now on major doses of calming supplements and medication to try to get control of my nervous system again. What I believe happened, is that tms( transcranial magnetic stimulation) induced a state of hyperexcitability in my brain that my nervous system is no longer able to regulate. The 5 weeks of treatment set a new "pattern of operation" that my brain learned, and that intensified into a powerful "autopilot" program that is so strong, usual interventions for anxiety are not sufficient to override. That's why I would classify what tms did to my nervous system as "permanent" damage. I was told over and over that anxiety is not a side effect of tms, that it helps anxiety and does not worsen it. However, the anxiety I'm experiencing is definitely from the treatment and is unlike anything I have experienced before. My psychologist, who has been treating me for 8 years, but was not involved in the treatment, agrees that I am not having an imagined reaction but that the stimulation from tms has caused my symptoms, which are so different from anything I have experienced before. I found out after experiencing this, that there are numerous other reports online of patients who have had similar negative and life altering effects from tms. It seems in a certain subset of people, it can provoke this type of reaction. If I had known this risk, I would not have tried the treatment, or I would have discontinued it much sooner. The danger of tms is that the effects do not naturally fade after discontinuing, like might happen after discontinuing a medication. That's why I believe any negative side effects within the first week of treatment, should prompt a decision to consider terminating treatment immediately, to prevent encoding an unhealthy pattern of activity in the brain.